Event description:
The customer reported that the v6 waveform was noisy. V6 waveforms are part of a 12-lead ECG. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.